Manufacturer narrative:
Unit received with intermittent esc, act, up and down button response due to flattened dome. The keypad connector was inspected and no anomalies noted. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act, esc and the up arrow buttons did not respond when fist pressed and were difficult to press. Customer's blood glucose was 200 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.